Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with deep scratch on keypad and damaged bottom case seal. Investigation unable go into pump even history log due to blank screen and constant alarm. Visual inspection and power up process were performed. The customer's reported problem was confirmed. According to the investigation, black screen and constant alarm was found at power up during investigation. The investigation reported that the pump main board did not operate as intended which caused the reported problem. Service's replaced the pump top and bottom case, left and right plunger case, power supply insulator due to cracks. Also replaced the pump plunger tube due to exposed wires. Replaced battery due to full- capacity. Replaced interconnect pcb due to contamination and calibrated the device. Device passed all functional testing. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited alarm with blank screen. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.